Manufacturer narrative:
The incident sample is being forwarded to the manufacturing site for evaluation. When the investigation is complete or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the syringe was losing suction and leaking air into the tube. They had to redraw the sample from the patient.

Manufacturer narrative:
Submit date: 06/19/2020. Samples were received at the manufacturing site for review. All samples were leak tested and none of the samples were found to leak; therefore, the reported issue and root cause analysis could not be confirmed. Device history records (DHR) were reviewed from the lots received and confirmed that product was produced accomplishing quality requirements and released according to established procedures. Per procedure, complaint trends are evaluated during monthly corrective and preventative action (CAPA) meetings to determine if a CAPA is warranted. Based on the information available and the investigation findings, a CAPA is not deemed necessary at this time. If additional information is obtained, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes.